Manufacturer narrative:
Customer service sent a new ac power cord to the customer for use while her battery fully charged. A medela clinician followed up with the customer, on (B)(6) 2015, who states she received the new power cord and her freestyle is now charging as expected after reinstalling the battery correctly. She has finished a course of antibiotics prescribed by her doctor and is fully recovered from mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the battery for her freestyle pump would not charge and that she had developed mastitis. While troubleshooting with customer service, it was determined that the customer had installed the battery incorrectly, causing it not to charge.